Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned per specification except the plunger was rotated more than 1/8 of a turn. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for five years.